Event description:
A nurse reported to baxter (B)(4) that the liquid cannot be stopped even if closing the clamp. There was no use of additional disinfectant. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and cap on patient connector in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set functionally hand tightened to a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that one of the occluder feet was broken and other one contained cracks. Chipping/flaking and cracks of the light blue main body was noted. The complaint was confirmed in the lab for leak. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.